Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3: event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was pt rep reported the pt had difficulty recharging the implanted neurostimulator (ins) battery since sunday and confirmed they didn't see any error messages. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pt initiated a recharge session to their ins with excellent quality. Pt noted the controller battery was at 100% and the ins battery was at 0%. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt monitor their device and call back if necessary. Additional information received from the patient. It was reported they are having the same exact issue as before and pt cannot charge and their ins is discharged. Caller states she has tried to charge for hours and nothing is advancing. Pss sent request to repair for a new recharger. Patient rep and patient called back and stated that the patient hasn't been able to charge the implant in 3 weeks since receiving the exchange recharger. Patient stated that it's taking a really long time to try and charge and it feels like it's burning their back. Patient confirmed the cord/paddle is what is getting really hot. Agent had patient examine the equipment for damage; patient denied visible damage. Patient attempted to charge the implant but kept getting "poor recharge quality." Patient said the quality kept jumping around and they could feel the cord starting to get hot. An email was sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Pt spouse called back in and stated that they received the replacement rtm cord but pt is still not able to charge the ins - caller stated that pt will connect to charge the ins - pt will see excellent quality but 2-3 seconds later it will show "good" quality and then it will shut down. Caller stated that the ins seems "tilted" in the pocket when you press on it. Pt clarified that the top of the ins lifts up but the bottom does not when pressed. A new controller was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6): product type recharger. Product ID 97755 serial# (B)(6): product type recharger. Product ID 97745 serial# (B)(6): product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.